Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure to treat atrial fibrillation (a fib), a farawave catheter was used. It was reported that the guidewire became kinked and was stuck in the catheter during procedure. The physician was unable to advance or pull back the guidewire. The catheter was removed and replaced with a new one. Tissue was observed at the tip of the device. The procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. The catheter was returned without a guidewire inserted. No signs of tissue damage were noted on the device. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. The reported event was not confirmed.

Event description:
During a procedure to treat atrial fibrillation (a fib), a farawave catheter was used. It was reported that the guidewire became kinked and was stuck in the catheter during procedure. The physician was unable to advance or pull back the guidewire. The catheter was removed and replaced with a new one. Tissue was observed at the tip of the device. The procedure was completed successfully without patient complications. The catheter was returned for analysis.